Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, the patient was revised on (B)(6) 2024 due to loss of correction. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The hardware was returned for evaluation. All devices show evidence of use, damage as a result of initial implantation, and/or damage as a result of removal efforts. Although a number of factors could have contributed to the loss of correction, the most likely cause cannot be determined based on the available information. However, additional information indicates it is possible patient non-compliance could have contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with the placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, the patient was revised on (B)(6) 2024 due to loss of correction. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.